Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle would not dispense the vaccine. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided material number 305916, lot rejp3187. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or the quality control inspection process. All necessary inspections were performed, and the lot met all release criteria. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916, batch # rejp3187. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Date: 11/18/2024, lot/ref #: rejp3187. Description of event: bd safetyglide needle 25g x 1, lot #: rejp3187, exp: 01-31-2029, would not allow syringe to dispense air/vaccine sample available: y, adverse event: n.